Manufacturer narrative:
A service quote for repair was sent to the customer for approval, but the customer did not accept the quote. A philips service engineer was therefore not able to evaluate or repair the device. No work order was generated. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the user interface (ui) assembly was defective. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. A service quote for repair was sent to the customer for approval. The investigation is ongoing.